Manufacturer narrative:
(B) (4). Results - lack of information, explant analysis is pending, vessel morphology and events leading to the stent graft migration were not reported. Migration. Conclusions - lack of information, explant analysis is pending, vessel morphology and events leading to the stent graft migration were not reported.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 40 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was stent graft migration and the decision was made to explant the stent graft. The stent graft was successfully explanted and returned; however, its evaluation is pending. No addition clinical sequelae reported. Please note that the device (B) (4) is not approved in the united states. However, it is similar to (B) (4) which is approved in the united states.